Event description:
This congenitally deafened pt had a mondinis malformation. Four days postoperatively, the pt developed haemophilus influenzae meningitis. The pt was hospitalized, treated, and quickly recovered. The implant remains in place.